Event description:
It was reported that noise reversion due to electromagnetic interference (emi) and noise resulting in oversensing and auto mode switching was observed on the atrial lead. There was no impact to the patient. The patient was stable.